Event description:
On (B)(6) 2012, the patient claimed her blood glucose reading has been ranging from 400-500's mg/dl for the past 2 weeks because the date and time on the subject pump is off by 4-5 hours. At the time of concern, she had symptoms of tiredness and nausea. The patient was able to correct her blood glucose. In addition, the patient acknowledged she was not getting the correct amount of insulin for the time of day due to the date/time issue. During troubleshooting, the patient admitted the date/time issue was due to use error. The date and time was correctly maintained when battery is removed for less than 24 hours. The date/time issue was resolved with training. This complaint is being reported due to use error and because the patient had elevated blood glucose over 500 mg/dl after the patient programmed the subject pump with the incorrect time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.